Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The cm reported that the blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the device. The fibers were wet and there was blood noted throughout the dialyzer. Blood was pooled in the bell housing on the outside of the fibers, and blood was noted on the outside of the dialyzer (specifically on the label). The blood on the outside of the dialyzer may have been from disassembly of the treatment setup by clinic staff. There was no report of an external blood leak. During gross visual examination, a fiber fragment was noted at approximately 180° on the cavity ID end, with the dialysate ports situated at 0°. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed and measured approximately 1.21 mm in length from the potting surface on the cavity ID end. An opposing end was not identified. No other damage or irregularities were noted on the device. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The cm reported that the blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.